Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. In 2014, the patient experienced abdominal pain ("abdominal pain") and arthralgia ("knee pain"). On (B)(6)2014 , the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), alopecia ("hair loss"), dizziness ("dizziness"), nausea ("nausea"), hypersensitivity ("allergic reactions"), fatigue ("fatigues"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal vaginal bleeding"), visual impairment ("vision problems"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and surgery to remove the essure implant/ bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, migraine, alopecia, weight increased, dizziness, nausea, hypersensitivity, fatigue, vaginal discharge, vaginal haemorrhage, visual impairment, back pain, abdominal pain, arthralgia, dysmenorrhoea and headache outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - on (B)(6)2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received:event vaginal bleeding, menorrhagia, dysmenorrhea, headache vision problems, back pain, abdominal pain, knee pain added. Medical history and reporter added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), alopecia ("hair loss"), weight increased ("weight gain"), dizziness ("dizziness"), nausea ("nausea"), hypersensitivity ("allergic reactions"), fatigue ("fatigues") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, migraine, alopecia, weight increased, dizziness, nausea, hypersensitivity, fatigue and vaginal discharge outcome was unknown. The reporter considered alopecia, dizziness, fatigue, genital haemorrhage, hypersensitivity, migraine, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.